Event description:
It was reported that shortly after implant the threshold of the right ventricular (rv) lead increased due to a micro dislodgement. The rv lead was revised and remains in use. The patient is participating in the "(B)(4)" clinical study. No patient complications have been reported as a result of this event.

Event description:
It was reported that shortly after implant the threshold of the right ventricular (rv) lead increased due to a micro dislodgement. The rv lead was revised and remains in use. It was also reported that the patient was light headed, had mild chronic fatigue and shortness of breath. The patient is participating in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.